Event description:
It was reported this was a venotomy closure of a common femoral vein using a prostyle device after a cardiac ablation procedure with a 8f sheath. Reportedly, the prostyle device was unable to be removed from the anatomy. The foot plate was cycled several times and the device was removed from the anatomy. When removed, the foot plate was noted to be fully closed. The suture was deployed and able to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.